Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large suturecut needle driver instrument was placed on the instrument table in a chipped state. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive large suturecut needle driver instrument to perform failure analysis. The instrument was found to have a broken grip at the tip of the instrument. A piece approximately 1.94 mm x 1.20 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.